Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins was not functional, had not really worked, and did not do anything, therefor it just sits there. The caller did not have any further information. The caller was requesting a manufacturer¿s representative (rep) to turn the ins off as the family did not know if the patient had a patient programmer. On a second call, the patient¿s son told the caller that the ins was ¿probably for sure dead¿ and then clarified that they were unsure if the ins battery was dead. The caller wanted to know how to confirm the ins status if they did not have a programmer, and it was reviewed they needed a rep. The caller mentioned they had spoken to a rep about using a clinician programmer to interrogate the ins. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer clarifying that the ins not functioning was that the device never seemed to provide any relief for the patient¿s problems, and they believe the battery depleted normally. The circumstances that led to the ins not functioning were normal battery depletion. When asked for the steps taken to resolve the issue and if it was resolved, it was reported that it was not resolved, and it never seemed to work. Not it was a problem every time a doctor wanted to do an MRI on the patient. When asked when the issue was first noticed, it was reported that about 3 ½ years ago they thought one of the manufacturer¿s representatives turned it off prior to the patient receiving an MRI. No further complications were reported.